Manufacturer narrative:
(B)(4) - the actual sample had been discarded. A follow-up report will be submitted upon completion of baxter's investigation or should additional information become available.

Manufacturer narrative:
(B)(4) - this complaint could not be confirmed. The actual sample was not returned for testing. Nipro performed testing on the retained samples for lot number 10e10a for the xenium xph190. A review of the manufacturing, process inspection and release inspection records was performed and no defects were noted. In addition, testing of the retained samples was performed. The testing performed on the retained sample included biological testing. No issues were found. A review of the manufacturing records, process inspection records and release inspection records of the lot concerned were reviewed and no abnormality was found. Received from nipro (manufacturer) the manufacturing records, process inspection records and release inspection records of the lot concerned were reviewed and no abnormality was found in the findings of the biological tests performed for our retained sample. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
On (B)(6) 2011, baxter (B)(6) received a report from a nurse that on (B)(6) 2011, a hemodialysis (hd) patient had a pruritic reaction after hd therapy. The nurse believed that the problem was due to the fiber membrane. The actual sample was discarded. On (B)(6) 2011, the nurse provided information that the patient did not experience a blood leak and that this was the first use of this dialyzer by this patient. The dialyzers involved were not reused. No medical interventions or hospitalization were required due to the incident. The nurse believed the problem was due to the fibers because the patient was using a different brand of fiber membrane before the reaction. Right after the fiber membrane was changed and a new one started, the incident occurred.